Event description:
It was reported that a pt experienced sub acute thrombosis after an uneventful stent implant. Reportedly, the sub acute thrombosis was dilated and the pt did fine. No other info was reported. Attempts to obtain add'l info were unsuccessful.